Manufacturer narrative:
Upon receiving the device involved in the MDR event from a dentist, nakanishi conducted a failure analysis of the returned device that included measuring the operating temperature of the device [c171019-01]. These activities are described in more detail below. Methodology used: a) nakanishi examined the device history record and the repair history for the subject z95l device [serial number (B)(4)]. There were no problems observed during the manufacturing or testing noted in the DHR. The repair history showed 2 service records ((B)(6) 2015 and (B)(6) 2016) since the device was shipped. According to the service records, after repairing the handpiece (replacement of cartridge, drive shaft and dog clutch for both of the repairs), nakanishi performed all of the necessary operation checks and confirmed that all of the criteria were met. Nakanishi set a test bur in the handpiece and rotated it by hand as a simple movement test. The bur did not rotate at all. Therefore, nakanishi could not conduct temperature testing of the device. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed the following phenomena: the bearing on the cartridge rear side was broken. The head gear and upper drive gear were also broken. Nakanishi took photographs of all of the disassembled parts and kept them in the investigation report # (B)(4). Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the broken bearing due to the ingress of undesirable materials into the bearing. Based on many years of experience, nakanishi considers it possible that the use of the decentered bearing due to the breakage during rotation caused the gears to break. A lack of maintenance causes the accumulation of debris on the inside parts, which causes debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to the dentist and reminded the dentist of the importance of maintenance and preuse check, as instructed in the operation manual.

Manufacturer narrative:
When nakanishi communicated with the dentist about the event on (B)(6) 2017, the dentist refused to provide information about the patient's ID and weight.

Event description:
On (B)(6) 2017, nakanishi received a phone call from a dentist about an nsk handpiece overheating. The details are as follows. The event occurred on (B)(6) 2017. The dentist was removing a metallic object from a tooth #6 of the patient's lower left jaw using the handpiece z95l (serial no. (B)(4)). The patient was not anesthetized. During the procedure, the device suddenly made an abnormal noise and the patient turned the face away. The handpiece overheated, but there is no visibly identifiable burn injury in the patient mouth. The dentist determined no burn treatment was necessary.